Event description:
Guidant received info that this ventricular implantable lead, which had been implanted for less than a year, was explanted and replaced due to high thresholds. Another lead was implanted. However, it was taken out of service on the day of implant due to high thresholds.

Manufacturer narrative:
Result: review and confirmation of mfg records was performed. No anomalies were found. Conclusion: it cannot be determined whether the event was related to device performance, or pt condition.